Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that the system logs showed error c-34 (25913) and error m-11(25913) when connecting erbe to the system which confirmed the reported event. On visual inspection, the unit showed no significant scratches or dents. The front bezel was in decent condition. Error c-34 occurred during start-up and monopolar coagulation (mono coag) activation. The erbe was placed on a well-known working system and was run in normal mode. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted surgical procedure that c-00 and c-34 errors occurred. The customer restarted the integrated electrosurgical unit (iesu) or erbe and changed out the instrument and cord with no change. The intuitive tech support engineer (tse) advised that an intuitive field service engineer (fse) visit would be required. The customer used a different erbe to complete the procedure. There were no reports of patient injury.